Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose as well as the insulin pump had a possible under delivery. Customer's high blood glucose value was 30 mmol/l. Customer stated they had insulin flow blocked alarm and stated already done with the test and insulin exited from fill cannula. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.